Manufacturer narrative:
H3: product analysis: evaluation determined that the bur could be secured in the device. However, an abnormal noise was heard during evaluation due to the presence of damaged bearings in the attachment. B3: notified date used as date of event, as the event date was unavailable. G3: aware date used as date of analysis performed, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the internal parts of the attachment fell out due to which the bur could not be secured. Patient impact was unknown at the time of the report. Additional information was received stating that the event occurred intra-operatively and there was no patient or staff impact.